Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/04/2017, that the receiver read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Share data log was reviewed a transmitter error alert was observed on the issue date. The customer complaint of a transmitter failed error was confirmed. The root cause could not be determined post-investigation.